Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod system is not delivering appropriate amount of insulin while on automated mode. The patient reported the omnipod system resumes insulin delivery prematurely during hypoglycemia. The patient reported delivery restriction occurred while the patient was below 3 mmol/l, and the delivery restriction stopped when their blood glucose level was at 4.5 mmol/l for 15 minutes. The delivery of insulin contributed to subsequent hypoglycemia. The patient reported experiencing a vicious low cycle. As treatment, the patient may eat or drink to increase their blood glucose level, and switch their controller to manual mode. The patient also sets -80% to -90% of their basal programme for 1.5-2 hours. The patient's target blood glucose value was set at 7.5 mmol/l. Additionally, the patient reported the system insufficiently corrects rising glucose levels at night, causing the customer to wake up with higher glucose values.